Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. MFR reference report: 1627487-2018-13416. It was reported that the patient had surgery on (B)(6) 2018 due to lead migration. It is unknown which lead migrated so all are being reported.

Event description:
Device 2 of 2. MFR reference report: 1627487-2018-13416. It was reported that the patient had the t12 lead explanted and replaced on (B)(6) 2018. Patient reports that the lead migration may have occurred after going to the gym. Patient has effective stimulation post operatively.